Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked. Although the pt age is unk, it is assumed to be a pediatric case. Less than 1cc blood loss. The product was changed out. The surgery was completed successfully.